Manufacturer narrative:
The reported event of noise resulting in inappropriate mode switching was confirmed. A complete lead was returned in one piece. Final analysis found external insulation abrasion at 21.3 ¿ 22.3 cm from the connector pin breaching the outer insulation and exposing the outer coil. The damage was consistent with friction to the device can. Procedural damages were identified. No internal shorts were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial lead exhibited noise over-sensing resulting in episodes of inappropriate mode switching. The lead was explanted and replaced. The patient was stable.